Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The biomed engineer (bme) reported a fuse was blown and the fuse holder was crumbled as if it had been burned. The analyzer had been powered off by the operator after having trouble removing a sample rack and receiving an analyzer alarm. The bme removed the left side panel to check the fuses. He found the f2 fuse holder completely crumbled when he tried to take it out of the analyzer. He stated the fuse itself was a light brown color like it had been burned. He stated there were no odors, smoke, fumes or melting that he observed. No patients were involved. There was no adverse event. The field service representative checked the analyzer for a cause of the fuse failure could not find a cause.

Manufacturer narrative:
The field service representative replaced the kit voltage selector (pcb) printed circuit board. After replacement, all was working fine with no error codes.